Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia with complete component separation, and secondary endovascular intervention. Additionally there was evidence to reasonably support the following observations; at implant there was an intra-operative endoleak type ib in the right common internal artery that was successfully treated with an endologix limb stent, sub-optimal placement of the non endologix stent in the left iliac artery to treat an anatomical stenosis, three months post implants a stenosis of the right external iliac artery with placement of a non endologix stent between 3 and 65 months, and sac growth at 65 months. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and component separation was the use of strata (as it related to the stent graft dilation) in combination with a tortuous aortic anatomy and the subsequent aortic remodeling contributed to this event. Notably, there was a marginally acceptable overlap at the time of implant which likely contributed to the loss of seal; there was no intentional user error. No procedure-related contributing issues or procedure-related harms could be identified due to the lack of medical information surround the second repair procedure. No cautionary and/or off-label product use conditions were identified. Associated clinical harms for this device failure included: type iiia endoleak with complete component separation; sac growth, and an additional endovascular repair. It was reported that the patient was in a favorable condition post repair. There were no reports of further negative patient sequelae. The most likely cause of the compromised stent graft integrity (stretched fabric) of the main body stent was the use of strata material in combination with unintentional user error due to the suboptimal placement of a non endologix in the left iliac; notably, that stent was positioned with its superior stent margin in the distal aorta for treatment of an intraoperative anatomical stenosis of the left common iliac artery. Both iliac anatomies were hostile (cautionary product use) which likely contributed to the intra-operative distal loss of seal on the right for which a right-sided and endologix limb stent was placed. These index procedure conditions were successfully resolved. The extra manipulation to that main body stent also likely contributed to the compromised stent graft integrity. No procedure-related contributing issues or procedure-related harms could be identified due to the lack of medical information surround the second repair procedure. There was no associated clinical harms for these device failures. The patient disposition status post implant could not be determined, but, there was another report of negative patient sequelae 65 months post implant. The most likely cause of the presumed inadequate stent graft patency of the right external iliac artery stent (endologix limb stent) was the pre-existing anatomical stenosis in that area (anatomy-related and cautionary product use). No procedure- or user-related contributing issues could be identified due to the lack of medical information surround the second repair procedure. No procedure-related harms could be determined. Intentional user error was present - the additional stent was a non-endologix product (off-label product use) to revise an existing stent (cautionary product use). Associated clinical harms for this device failure included: limb stenosis; and, an additional endovascular procedure. The patient disposition status post repair could not be determined, because it was not known when this subsequent repair procedure was performed. The patient disposition status post implant could not be determined, but, there was another report of negative patient sequelae 65 months post implant. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with intuitrak in 2012. During a routine visit, approximately five (5) years post-op, a possible type iiia endoleak was observed. On (B)(6) 2017 the physician elected to implant an aortic extension to successfully resolve the leak. The patient is reported to be in good condition post secondary procedure.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.